Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in a lower extremity pseudoaneurysm, the outer sheath allegedly broke. Reportedly, the health care provider removed the stent graft delivery system and exchanged for another to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified respectively. Manufacturing review:the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment.investigation summary:based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found elongated and fractured which made a complete deployment impossible. High friction must have been present during deployment attempt leading to excessive release force. An indication for a process related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device.labeling review:in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the IFU states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.'-expiry date: oct / 2019.

Event description:
It was reported that during deployment of a stent graft in a lower extremity pseudoaneurysm, the outer sheath allegedly broke. Reportedly, the health care provider removed the stent graft delivery system and exchanged for another to complete the procedure. There was no reported patient injury.